Manufacturer narrative:
The product was not returned for analysis. A device history record review was performed and showed that this lot of products (r0706278) met all requirements per the applicable mfg quality plan (mqp). This review was extended to subassembly part number 10402838 with lot number 0107060081. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including the burst test values. In this case, there is not enough info to draw a conclusion between the device and the reported event.

Event description:
Report received indicated that the balloon would not inflate. The intended procedure was angioplasty of a shunt anastomosis. Lesion characteristics were not provided. The target lesion was wired without difficulty. The slalom thrill balloon catheter was prepped and clinically used according to the instructions for use (IFU). The device was advanced to the lesion and positioned. Using an indeflator and attempt to inflate the balloon was made, however, the balloon did not inflate. The device was removed and an attempt was made to inflate the balloon outside the pt. At this time, a leakage in the balloon was noted.